Event description:
It was reported that one day post implant, the patient had diaphragmatic stimulation. The device noted the ventricular outputs were increased, but there was no result reading for ventricular capture management. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.